Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal rate had been incorrectly programmed. Reportedly, customer corrected the setting and resumed insulin therapy. Customer's blood glucose level was 69 mg/dl.